Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent mandible resection. The plate and screws were placed, and a titanium patient specific plate mandible was removed. The patient was noted to have poor bone quality. There was no malfunction of the plate or screws. The patient had a fracture around the plate and screws and probable osteomyelitis. Only the bone around the hardware failed. It is unknown if there was surgical delay. Procedure and patient outcome are unknown. This report is for one (1) ti patient specific plate mandible/angle/2.0mm thick. This is report 1 of 2 for (B)(4).